Manufacturer narrative:
On 4/22/19, it was reported to mentor that the device was received and it was non-mentor. As a result, no product failure analysis can be conducted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/25/19, it was reported to mentor that it was confirmed by product analysis lab that non-mentor devices were received. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Report source: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. As a result, the patient will undergo explantation and replacement with saline breast implant of unknown type on (B)(6) 2019.